Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging the onetouch ping meter read inaccurately erratic. The patient reported blood glucose results of "317, 99 and 97 mg/dl" with the subject meter, performed within 20 minutes of each other. It was also reported the patient obtained blood glucose results of "102 mg/dl" and "295 and 314 mg/dl" and "266 and 540 mg/dl" and "238 mg/dl" and "211 mg/dl" with the subject meter. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for precision testing, this complaint is being reported.